Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's left ventricular (lv) lead was found to have exhibited failure to capture, which revealed lv lead dislodgement. X-ray imaging performed on (B)(6) 2021 confirmed that the lv lead had dislodged, during the explant procedure, the lv lead suture sleeve was found attached to the cardiac tissue, and could not be separated. The lv lead was cut, explanted and replaced on (B)(6) 2021. The patient was stable throughout and no symptoms were reported.

Manufacturer narrative:
A partial lead was returned for analysis in 1 segment. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.